Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient did not release the product.

Event description:
It was reported that doctor removed a broken mtpcp plate along with 3 mm know I¿m locking screws and replaced with a new plate and 3.5 no locking screws. Patient required a revision surgery.

Event description:
It was reported that doctor removed a broken mtpcp plate along with 3 mm know I¿m locking screws and replaced with a new plate and 3.5 no locking screws. Patient required a revision surgery.

Manufacturer narrative:
The reported event that cross plate mtp, right anchorage was alleged of 'implant breakage after surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as how much time after the primary intervention did the device break, the patient's activity level, as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history review, some possible root causes are, but are not limited to: an early loading of the device, before bone consolidation. As a reminder, the IFU says: "the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis." The use of the device on an obese patient (bmi= ), which could have shortened the lifetime of the device. Indeed, the IFU reminds: excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads." The bending of a cp plate, which is against operative technique instructions. Indeed, the operative technique states: " when utilizing the plate benders, the following guidelines should be adhered to: do not apply on cp plates." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.